Event description:
It was reported the battery measured 2.76v. Nightly measurements from the device performance data showed a range of 2.97 to 2.99v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. On (B) (6)-2010, the battery voltage, with telemetry, was 2.76v, and the daily measurement was 2.97v.

Event description:
It was reported the battery measured 2.76v. Nightly measurements from the device performance data showed a range of 2.97 to 2.99v. It was further reported that early battery depletion occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. On (B)(6) 2010, the battery voltage, with telemetry, was 2.76v, and the daily measurement was 2.97v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.